Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the maryland bipolar forceps instrument sparks when energized. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the arcing occurred near the orange cover. It occurred when cauterizing tissue. The generator used was vio 3. There was no injury to the patient. The instrument was inspected prior to use and no damage was observed.